Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a step during testing and the device's active exhalation control module was replaced to address the issue. Additional information received indicates the sensor board was replaced to address the issue, not the active exhalaiton control module as previously reported. The sensor board only was returned to the manufacturer's product investigation laboratory for evaluation. During evaluation, the root cause of the sensor board failure was contamination of the pressure sensor.